Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, there was significant bleed back coming from the hemostasis valve of the ascendra 3 sheath. The sheath was placed with no complications. The balloon valvuloplasty catheter was inserted over the wire, and through the sheath with no complications. After valvuloplasty was performed and while removing the catheter, with the guide wire still in place, there was a significant amount of bleed back coming from the hemostasis valve. The team decided to proceed with the procedure, and was able to successfully complete the valve placement. The wire was removed following valve deployment and removal of the delivery system. Bleed back through the hemostatis valve continued after the wire was removed. The sheath was removed and the case was completed successfully. Per report, the sheath was inspected prior to the procedure, and was found to be ¿perfectly fine.¿

Manufacturer narrative:
The device will be returned to edwards. The investigation is ongoing.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, there was significant bleed back coming from the hemostasis valve of the ascendra 3 sheath. The sheath was placed with no complications. The balloon valvuloplasty catheter was inserted over the wire, and through the sheath with no complications. After valvuloplasty was performed and while removing the catheter, with the guide wire still in place, there was a significant amount of bleed back coming from the hemostasis valve. The team decided to proceed with the procedure, and was able to successfully complete the valve placement. The wire was removed following valve deployment and removal of the delivery system. Bleed back through the hemostatis valve continued after the wire was removed. The sheath was removed and the case was completed successfully. Per report, the sheath was inspected prior to the procedure, and was found to be ¿perfectly fine.¿

Manufacturer narrative:
The sheath and introducer were returned to edwards for evaluation. The sheath was visually inspected for defects. All 3 seals were present and installed in the correct orientation. No damages were observed on the cross slit valve. No leakage was observed during flushing with a guidewire inserted within the sheath, as well as without a guidewire inserted into the sheath. The valves (seals) inside the sheath housing were removed and visually inspected. Visual inspection of these seals revealed no signs of tearing/damage and the slits aligned properly. A hemostasis leak test was performed. The test was performed with a guidewire in place as well as without a guidewire. No leak was confirmed without the guide wire in place, and a 1ml/min leak was confirmed with the guide wire in place. The results met specification. All testing and visual inspection on the complaint device did not reveal any indication of a manufacturing non-conformance. The manufacturing process has the following inspections to mitigate against sheath leakage: a 100% visual inspection under 2.85x magnification for cracks in the housing and damage on the sheath tubing. A 100% inspection that valves are placed properly and seated flush against one another with no visible distortion. Seal components are also sampled for inspection to be free of voids, cracks and misfills. These inspections make it highly unlikely that a manufacturing non-conformance could have caused a leak. It should be noted that the procedure was still able to be completed with the sheath in use, and did not result in any additional intervention or patient harm. The training manual provides the following instructions to the operator: ¿ensure guide wire is aligned coaxially within the sheath at all times. If excessive bleeding is observed, reposition guidewire to center of the sheath housing.¿ no manufacturing non-conformities were found in the returned sample. In addition, review of the labeling and IFU revealed no inadequacies. Therefore, no corrective or preventative actions are required.